Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose (bg) level for the occlusion alarms was 270 mg/dl. The bg level was addressed with a bolus via the pump. Additionally, it was reported that a valid empty cartridge alarm occurred. Reportedly, the cartridge was out of insulin and the customer waited several hours before loading a new cartridge. The bg level was 370 mg/dl for this event. The bg level was addressed by the customer loading a new cartridge and delivering a bolus via the pump. A follow up with the customer confirmed that the customer resumed insulin delivery and that the bg level lowered to target.